Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was flashing and off with medtronic logo and white screen. Customer stated the insulin pump was accidentally dropped it in the toilet then she wash it with soap because she knew it was water proof. Customer was calling back with blank display after receiving new battery cap. Customer reported display was flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No screen anomalies noted during testing. Missing segments or partial display not confirmed. Moisture damage was found on the electronic assembly during visual inspection.